Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round high profile 380cc, catalog number 3503380. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with saline mentor smooth round high profile 380cc breast implants and experienced deflation on the right breast implant. The deflation was diagnosed by the healthcare professional by physical exam on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date

Manufacturer narrative:
On 06/25/18, it was reported to mentor that the device history record ( DHR) of lot number 5850477 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 07/11/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Product valuation team discovered a rent at the juncture of the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient had experienced migration of the device after implantation. In addition, the patient had undergone removal and replacement with gel mentor memorygel breast implant 425cc, catalog number 3504254bc, serial number (B)(4), lot number 7564696 and with gel mentor memorygel breast implant 425cc, catalog number 3504254bc, serial number (B)(4), lot number 7564696 on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/01/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the problem observed was on (B)(6) 2017. Manufacturer¿s reference number: (B)(4).